Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The stryker sales rep reported that whilst using the trident flexible drill driver with a 3.3mm 25mm drill bit, the surgeon breached the acetabular cortex. Blood began to ¿leak¿ into the acetabulum, at which point the surgeon requested surgical and made the anesthetist aware of the situation. After using surgical, and implanting a screw into the relevant drill hole, the oozing/bleeding appeared to subside. The anesthetist continued to monitor the patient¿s blood pressure and other vital signs, which from what the rep believes heard remained normal throughout the operation. The patient will be closely monitored in recovery for the next few hours.

Manufacturer narrative:
An event regarding damage involving a trident driver shaft was reported. The event was confirmed. The device was returned in used condition. Examination by a material analyst engineer indicated that damage observed consistent with in service use. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event was confirmed but root cause could not be determined. It was reported that whilst using the trident flexible drill driver with a 3.3mm 25mm drill bit, the surgeon breached the acetabular cortex, blood began to ¿leak¿ into the acetabulum. The investigation concluded, from the visual inspection, that the device was damaged. Examination of the returned device, in consultation with the material analysis engineer, indicated that the damage observed consistent with in service use. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The stryker sales rep reported that whilst using the trident flexible drill driver with a 3.3mm 25mm drill bit, the surgeon breached the acetabular cortex. Blood began to ¿leak¿ into the acetabulum, at which point the surgeon requested surgical and made the anesthetist aware of the situation. After using surgical, and implanting a screw into the relevant drill hole, the oozing/bleeding appeared to subside. The anesthetist continued to monitor the patient¿s blood pressure and other vital signs, which from what the rep believes heard remained normal throughout the operation. The patient will be closely monitored in recovery for the next few hours.